Event description:
During baxter's evaluation of a spectrum pump, the device displayed system error 105. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was observed while running a loaded set. System error 105 was confirmed and caused by a failed motor. The failed motor assembly was replaced.